Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: (B)(6) h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the surgeon experienced inaccuracies. The case was used by both navigation systems, and the account had swapped camera carts between systems. The local representative (rep) was not at the account during the call, so serial numbers could not be gathered. One navigation system was used for surgery in t1 and t2, where a spine frame was used, and the other stealth was for c1, where they had attached a cranial frame to a mayfield. The rep said that the medtronic instruments navigated perfectly, but the instruments that were inaccurate and attached to their trackers were inaccurate. They had picked the vertex tool card to trick the system into verifying the 3rd party instruments. The rep was confident that the inaccuracies were limited to the 3rd-party products only, as none of the medtronic attachments were inaccurate. They had also swapped camera carts at this time, to attempt to troubleshoot the inaccuracy themselves. Despite the inaccuracies, the surgeon decided to continue using the navigation system and finished the case with all the screws being implanted per the plan. Troubleshooting was performed. Technical services (ts) informed the rep that using third party spine instruments with the medtronic trackers and connecting a cranial frame to a mayfield for a spine case was off-label. The mayfield may have been presenting accurate navigation in this case, since there were no complaints when navigating medtronic instruments. It was noted that the probable cause of the issue was the third-party instruments and off label reference frame usage. There was a delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that based on the reported information, the inaccuracies were likely limited to the third-party instruments and the associated workaround for verification. Additionally, there was off-label use of the cranial reference frame. The medtronic instruments functioned as expected, so this issue did not appear to be software-related. Analysis found that the software functioned as designed. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the amount of inaccuracy was unknown.